Event description:
Complainant alleged that the medics were attempting to pace a pt (age and gender unknown), but although the permanent pace-maker and milli-ampere settings were displayed on the device screen, the pt's heart rhythm was not being captured. In addition, the complainant indicated that there was no pt muscle twitching that would indicate that the pt was receiving the pacing pulses and the displayed pt ECG rhythm did not indicate that the pt was receiving the pacing pulses. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.